Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pains") in a 27-year-old female patient who had essure (batch no. 12512477-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, c-section and breech presentation. On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In september 2014, the patient experienced menorrhagia ("heavy periods / abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In march 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal distension ("bloating"), pain ("pain"), vaginal discharge ("vaginal discharge") and complication of device removal ("complication of device removal"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) on 2016). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain had resolved, the menorrhagia had not resolved and the weight increased, abdominal distension, pain, vaginal haemorrhage, dysmenorrhoea, vaginal discharge and complication of device removal outcome was unknown. The reporter considered abdominal distension, complication of device removal, dysmenorrhoea, menorrhagia, pain, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 124 lbs. Approximate weight at the time of essure placement 105 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Hysterosalpingogram - on (B)(6)2013: results: total bilateral occlusion. No contrast into fallopian tubes and no free spill consistent with occlusion from essure tube placement.. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain most recent follow-up information incorporated above includes: on (B)(6)2019: update of information (batch is invalid) incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pains") in a 27-year-old female patient who had essure (batch no. 12512477) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, c-section and breech presentation. On (B)(6)2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2014, the patient experienced menorrhagia ("heavy periods / abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal distension ("bloating"), pain ("pain") and vaginal discharge ("vaginal discharge") and underwent medical device removal ("complication of device removal"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) on 2016). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain had resolved, the menorrhagia had not resolved and the weight increased, abdominal distension, pain, vaginal haemorrhage, dysmenorrhoea, vaginal discharge and medical device removal outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, medical device removal, menorrhagia, pain, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 124 lbs. Approximate weight at the time of essure placement 105 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Hysterosalpingogram - on (B)(6)2013: results: total bilateral occlusion. No contrast into fallopian tubes and no free spill consistent with occlusion from essure tube placement.. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 23-jan-2019: follow up was received. Reporter information, lot number was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pelvic pains/ pain pelvic') in a 27-year-old female patient who had essure (batch no. 12512477-not valid, 12542477) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, c-section and breech presentation. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced menorrhagia ("heavy periods / abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal distension ("bloating"), pain ("pain") and complication of device removal ("complication of device removal/ surgery lasted longer because he had trouble removing the left coil"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) on 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved, the menorrhagia had not resolved and the weight increased, abdominal distension, pain, vaginal haemorrhage, dysmenorrhoea, vaginal discharge and complication of device removal outcome was unknown. The reporter considered abdominal distension, complication of device removal, dysmenorrhoea, menorrhagia, pain, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 124 lbs. Approximate weight at the time of essure placement 105 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. No contrast into fallopian tubes and no free spill consistent with occlusion from essure tube placement. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 2-aug-2019: plaintiff fact sheet was received. Lot number, events onset date were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pelvic pains/ pain pelvic') in a 27-year-old female patient who had essure (batch no. 12512477-not valid,12542477) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, c-section and breech presentation. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2014, the patient experienced menorrhagia ("heavy periods / abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6)2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal distension ("bloating"), pain ("pain"), complication of device removal ("complication of device removal/ surgery lasted longer because he had trouble removing the left coil"), alopecia ("hair loss") and feeling abnormal ("memory fog") and was found to have smear cervix abnormal ("irregular paps"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) on 2016). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain had resolved, the menorrhagia had not resolved and the weight increased, abdominal distension, pain, vaginal haemorrhage, dysmenorrhoea, vaginal discharge, complication of device removal, smear cervix abnormal, alopecia and feeling abnormal outcome was unknown. The reporter considered abdominal distension, alopecia, complication of device removal, dysmenorrhoea, feeling abnormal, menorrhagia, pain, pelvic pain, smear cervix abnormal, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 124 lbs. Approximate weight at the time of essure placement 105 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Hysterosalpingogram - on (B)(6)2013: results: total bilateral occlusion. No contrast into fallopian tubes and no free spill consistent with occlusion from essure tube placement.. Smear cervix - on an unknown date: irregular paps. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain lot number: 12542477 manufacture date: 2012-08 expiration date: 2014-08. Reported lot number (12512477) is an invalid lot number. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: social media and plaintiff fact sheet received. Event "irregular paps, hair loss and memory fog " was added. Reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pelvic pains/ pain pelvic') in a 27-year-old female patient who had essure (batch no. 12512477-not valid,12542477) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I, c-section and breech presentation. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced menorrhagia ("heavy periods / abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal distension ("bloating"), pain ("pain") and complication of device removal ("complication of device removal/ surgery lasted longer because he had trouble removing the left coil"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) on 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved, the menorrhagia had not resolved and the weight increased, abdominal distension, pain, vaginal haemorrhage, dysmenorrhoea, vaginal discharge and complication of device removal outcome was unknown. The reporter considered abdominal distension, complication of device removal, dysmenorrhoea, menorrhagia, pain, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 124 lbs. Approximate weight at the time of essure placement 105 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. No contrast into fallopian tubes and no free spill consistent with occlusion from essure tube placement.. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain lot number: 12542477 manufacture date: 2012-08 expiration date: 2014-08. Reported lot number (12512477) is an invalid lot number . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-aug-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pains") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, c-section and breech presentation. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced menorrhagia ("heavy periods / abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced abdominal distension ("bloating"), pain ("pain"), vaginal discharge ("vaginal discharge") and complication of device removal ("complication of device removal"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) on 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved, the menorrhagia had not resolved and the weight increased, abdominal distension, pain, vaginal haemorrhage, dysmenorrhoea, vaginal discharge and complication of device removal outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea, menorrhagia, pain, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: current weight 124 lbs. Approximate weight at the time of essure placement 105 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 5-jul-2018: new pfs received- new event added: abnormal bleeding (vaginal), dysmenorrhea (cramping ), vaginal discharge, complication of device removal were added. Outcomes of events pelvic pain from unknown to recovered/resolved, heavy periods from unknown to not recovered/not resolved. New reporter was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pains") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods"), weight increased ("weight gain"), abdominal distension ("bloating") and pain ("pain"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, weight increased, abdominal distension and pain outcome was unknown. The reporter considered abdominal distension, menorrhagia, pain, pelvic pain and weight increased to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.